Manufacturer narrative:
The field service engineer (fse) replaced the retic sample line and red-stripe tubing and adjusted the retic sheath pressure but the retic continued to fail. The fse diagnosed a faulty ls preamp board and replaced the preamp board to resolve the reported issues; retic latron and retic controls were within specifications. For preventative measure, the fse replaced the retic clearing pump. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Preamp board. In conclusion, the likely cause of the event is attributed to the ls preamp board. A definitive root cause is unknown.

Event description:
The customer reported latron failed on retic and elevated retic controls involving the coulter lh 750 hematology analyzer. There was no report of impact to patient results and no patient consequence or change in patient treatment associated with this event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.